Manufacturer narrative:
Additional manufacturer narrative: the (B)(4) service was restarted which resolved the issue.

Manufacturer narrative:
Report will be updated with additional information as it becomes available. Device is not available.

Event description:
It was reported that the alarms are not being sent to the connexall alarm paging system but alarms are showing at the cns.